Manufacturer narrative:
The subject device was not returned for evaluation. A review of the device history and production documentation found no abnormalities that appear to be related to this event.

Event description:
Approximately four months post-operatively, a patient reportedly experienced pain. A surgical procedure was performed at which time the surgeon identified a separated screw in the pedicle screw construct. The pedicle screw and construct were replaced.